Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent a total hip arthroplasty on (B)(6), 2005. Patient was revised on (B)(6), 2009 due to allegations of pain, metallosis, elevated metal ion levels and loosening of the device. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from the patient's revision operative (op) notes reports patient was revised due to acetabular loosening. Revision op report notes cloudy, purulent-appearing fluid; metallosis in soft tissues and bone; and metallosis debris were observed. The head, cup, and taper were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation related to the reported event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And ¿loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿ and ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2014-01425/-01426/-01427).

Event description:
Legal counsel for the patient alleges that patient underwent a total hip arthroplasty on (B)(6) 2005. Patient was revised on (B)(6) 2009 due to allegations of pain, metallosis, elevated metal ion levels and loosening of the device. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.